Manufacturer narrative:
Date of initial report: (B)(6) 2017. One used ls1500 ligasure device was received for evaluation. Inspection of the returned device found the knife was stuck within the jaws, preventing them from opening. The jaws were opened by force. Further investigation found the knife had stuck in the advanced position because of eschar that had accumulated within the plates and knife groove. When the eschar was removed the device functioned within specifications. The customer identified the root cause of the issue as inadequate cleaning during use. The instructions for use included with this product cautions users to keep the instrument jaws clean, and that build-up of eschar may reduce sealing and/or cutting effectiveness. It also provides methods to clean the device jaws. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an activation issue, but examination of the received device on (B)(6) 2017 found the knife was trapped within the jaws, preventing them from opening. There was no patient injury, and another device of the same type was used to continue the procedure.